Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The size 53 bipolar implant had an expiration date of (B)(6) 2017. The surgeon was informed immediately. The surgeon chose to move forward with the expired implant. Doe: (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.